Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported fluid leak cannot be established as the product is not available for analysis. Device history record (DHR): a DHR and ship history review cannot be performed as the lot numbers were not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the original inflatable penile prosthesis (ipp) cylinders measures were off by the implanting surgeon. A computerized tomography was performed and the reservoir was flat, the leak could not be identified. All components were removed and a new ipp with longer cylinders was implanted. There were no patient complications in relation with this event.